Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Event description:
Correction information was received. It was reported that primary audible alarm post was displayed.

Manufacturer narrative:
Other text: additional information h6 device evaluation: the pump was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is affixed. The condition of the j9 connector was not correct per factory specification and required repair. The pump was tested after reassembly and found to be in good condition. During functional testing, primary audible alarms were present. The reported issue was confirmed. The root cause cannot be established. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
Other, other text: additional information h6 device evaluation: the pump was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is affixed. The condition of the j9 connector was not correct per factory specification and required repair. The pump was tested after reassembly and found to be in good condition. During functional testing, primary audible alarms were present. The reported issue was confirmed. The root cause cannot be established. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction information b5.

Event description:
Correction information was received. It was reported that primary audible alarm post was displayed.